Event description:
A medtronic representative reported that, while in an ent procedure, the straight suction, axiem was difficult to verify. When verifying perpendicular to divot, the distance to divot value was approximately 2.5 to 3.0mm. The suction was manipulated to accomplish verification. The surgeon alleged the straight suction was inaccurate by a couple of millimeters and opted not to use it in the procedure. Other instruments were navigated accurately and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number correction and device manufacturer date provided.

Manufacturer narrative:
Patient identifier was not made available by the site. Device manufacturing date is unavailable. RMA issued. Replacement straight suction shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the ent application showed red status and displayed failed verification. The tool failed verification with an error of 3.2mm. Physical damage - dented, nicked, scratched & bent - directly caused event.